Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that she experienced high blood glucose of 246 mg/dl. Customer stated she treated with an insulin bolus and the dose was not recorded in the bolus history. Customer contacted her doctor who stated that no changes to the settings needed to be done at the time since the customer had experienced low blood glucose last month. During troubleshoot; it was stated the drive support cap is recessed. The tubing has no air bubbles and no insulin leak was found. Insulin did exit the tubing during manual prime. Time, date, basal rates and bolus wizard are set up correctly. Customer declined to perform the high pressure test and requested the device replacement. Customer removed the infusion set and the cannula was bent. Customer stated that the site is sore and irritated. Customer reported that the insulin pump has scratches on the lcd screen and she is able to read the display. Last blood glucose value was 166 mg/dl. Nothing further reported.